Event description:
After spiking new medication, noticed while priming tubing that the cassette that goes into the IV pump is manufactured backwards, with the exit of the cassette facing the medication bag.